Event description:
Customer reported that "masimo handheld oximeter (rad-57) picked up a heart rate but the saturation remained 30%, prompting an increase of oxygen to 100% during resuscitation ; pt transferred to nicu, receiving ppv via et tube at 100% saturation level; upon arrival to nicu, saturation level read at 68%.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.